Manufacturer narrative:
Patient information was not provided. Sorin group received a report that the tip of the aortic arch cannula disconnected during a procedure. There was no report of patient injury. The device availability is unknown. Follow-up communication with the customer confirmed that the involved cannula was new at the time of the event and had not been reprocessed. The customer stated that the product had come in contact with blood, confirming that the event occurred during a procedure. The investigation is still ongoing. A follow-up report will be submitted when the investigation is complete. Device availability unknown.

Event description:
Sorin group received a report that the tip of the aortic arch cannula disconnected during a procedure. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication, sorin group learned that the product was not reprocessed and reused by the facility. It was reported that the product had been in contact with blood. A sorin group representative contacted the customer multiple times requesting the or report and details on the product availability. However, none of these attempts were successful and the device was not returned. However, the device was returned for a similar complaint against the some catalog and lot number. Visual inspection revealed that adequate adhesive material had been applied to the devices. Destructive pull testing showed a pull force far greater than what is recommended in the instruction for use (30 lbs) was needed for dis-connection of the tip, well above any forces routinely experienced during use. No device issue was identified. The root cause for the reported issue could not be determined and corrective actions were not identified. Since the build of this aortic arch cannula in november 2015, sorin group has investigated and improved the bonding process within the ra-xxxx product line. Through this investigation, CAPA (B)(4) was implemented and the mop for the assembly of the aortic arch cannula was revised to clarify the process for uv adhesion application and outline the inspection of the bond and subsequent bond strength testing. This updated documentation now includes visual aids with examples of proper application techniques. There have been no reports of aortic arch cannula tip disconnection since the update and implementation of the manufacturing operating procedure. The reported lot number of this complaint was built prior to the implementation CAPA (B)(4).